Event description:
It was reported that a 64-year-old caucasian female patient underwent a breast surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient was undergoing an undisclosed surgery for an undisclosed reason, and a ruptured left breast implant was discovered. As a result, the patient underwent bilateral removal and replacement with 360cc mentor memorygel breast implants on (B)(6) 2022. There were no reported procedural delays or patient consequences due to the discovery. The date of implantation was not provided to mentor. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 26, 2023, the mentor analysis lab received the suspect medical device for evaluation. With the return of the device, the device identity was provided with the following: size: 400cc. Brand name: mentor memorygel breast implant. Catalog: 3504001bc. Lot: 268271. On january 31, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear extended from the anterior view to the posterior view, measuring 7 cm. In addition, a crease/fold was observed within the tear on the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).